Event description:
The customer reported that the ventilator will not run on battery. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated.